Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: a review of the pump history indicated that insulin delivery totals correctly reflected programmed values. There were multiple occlusion alarms noted in the pump history preceded by a rise in force. A rewind, load, and prime sequence was successfully performed with no alarms occurring. The pump was exercised for 29 hours with no insulin delivery issues and no alarms occurring. An occlusion was induced during testing and the pump emitted the appropriate audiovisual alerts. The alleged malfunction is not likely to cause an adverse event because the pump will alarm to alert the user of the issue. The owner's booklet instructs the user to be prepared to give his or herself an injection of insulin if delivery is interrupted for any reason. The pump was found to be alarming appropriately and delivering insulin accurately.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device. Initial reporter: peggy coleman contact information unknown.

Event description:
A nurse reported that the patient experienced elevated blood glucose during the night and into the morning. The patient was reportedly given an injection to correct by a doctor. The nurse reviewed the pump with customer support. The pump showed eight occlusion alarms occurred in a 12 hour period. The patient reportedly changed the site twice and the technique was confirmed to be correct. This report is made based on the allegation that the patient experienced hyperglycemia while using insulin pump therapy.